Event description:
It was reported that the patient underwent pelvic surgery in 2004. Post operatively, the patient developed a hematoma in the bottom of their vagina. Necrosis and erosion at the bottom of the vagina followed. A resection of the mesh was performed 3 months later. The patient is doing fine.